Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter responded to an anonymous survey for calibra indicating that the patch came off after taking a shower, then taking a "hot ride" to the mountains. The reporter indicated that at first the cannula remained in the abdomen but by the time the patient arrived, the patch had come off and stuck to the patient's shirt. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.